Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 2pm on (B)(6). The patient reported obtaining a lo message on the subject meter. The patient retested their blood glucose and obtained a reading of 26mg/dl on the same meter. The patient manages their diabetes with an insulin pump. The patient reported that they did not feel symptomatic; however, they took some food/drink in response to the low reading. The patient reported that 15 minutes later they obtained a blood glucose reading of 70mg/dl on a different ot ultra meter. The patient did not report any other medical treatment. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious low blood glucose excursion while using the subject meter.